Manufacturer narrative:
The device was returned for evaluation. The tab crimped/stamped to the linkage assembly was found broken which this confirms to be the cause of the non-deployment. The spring provides force for the linkage to sway and deploy the needle mechanism to insert the soft cannula which that did not occur. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 465 mg/dl after wearing the pod between 4 and 24 hours. The pod was deactivated and she noticed that the needle did not retract.